Manufacturer narrative:
Additional narrative: the manufacturer location was documented as unknown in the initial report. The location has been updated to (B)(4). Contact office name/address has been updated accordingly to reflect the correct manufacturing facility. Device manufacture date: the device manufacture date was documented as mar 20, 2005 in the initial report. The device manufacture date has been updated as july 21, 2000. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The manufacturing location was unknown. Device manufacture date is unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during an ulna bone fracture surgery, it was discovered that the small battery drive device was not functioning. It was reported that there was no delay to the surgical procedure and they were able to successfully complete the surgery with the same device. There was patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device and observed that the battery drive was found to function properly. Therefore, the reported condition was not confirmed. An assignable root cause was not determined. However, during evaluation, it was determined that the device was emitting an unusual noise and heated up during testing. It was further determined that the electric motor was damaged and made an unusual noise, magnet control lever was loose ("loose magnet of control lever for osci-mode"), gear sleeve was corroded ("old grease and signs of corrosion inside") and contacts on the electronic control unit were discolored. It was determined that these issues were consistent with component wear from age. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.